Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device check, ventricular noise were observed. Patient was asymptomatic. The noise was due to possible emi. The noise was unable to be reproduced through isometrics. The patient will continue to be monitored.